Event description:
It was reported that a user experienced hyperglycemia to 370 mg/dl after ingesting a small amount of carbohydrates without performing a meal announcement while using the ilet system, and was advised that the device¿s correction algorithm would address the elevated glucose and to wait 1 to 2 hours for glucose to trend down. Symptoms included high blood glucose. Outcomes included no reported injury, no medical intervention beyond monitoring, and no hospitalization. Investigation included customer counseling and troubleshooting with education regarding postprandial glucose management and reliance on device corrections. Investigation of this case revealed no device malfunction was identified, and the event was consistent with unannounced carbohydrate intake leading to hyperglycemia managed by the system¿s correction algorithm. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable but consistent with use-related factors associated with unannounced meals. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.